Event description:
It was reported that the patient experienced abdominal pain after full system replacement surgery and was admitted into the hospital. Patient was discharged 1 day post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.